Event description:
According to info forwarded by cardinal legal dept., in 2003, while at her place of employment pt felt a muscle pull in her upper back. Pt received from her workplace a jack frost ice pack which she "wrapped in a towel and placed on the injured area of her back. Within two or three minutes, pt felt a burning sensation on her back where she had placed the ice pack. She immediately removed the ice pack. Pt sustained a partial thickness burn on her back on the area where she had placed the ice pack."